Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abd pain for several years') in an adult female patient who had essure inserted. The patient's concurrent conditions included bleeding genital. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abd pain for several years') in an adult female patient who had essure inserted. The patient's concurrent conditions included bleeding genital. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. Follow-up at 6 months is not expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abd pain for several years') in an adult female patient who had essure inserted. The patient's concurrent conditions included bleeding genital. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: essure removal was performed at patient's request. Follow-up at 6 months is not expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.